Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated using two different programmers and different wands. The correct programmer software was verified. Subsequently, the device was explanted and returned to guidant for analysis.